Event description:
Pacing wire broke while surgeon attempted to use it on the pt. All parts to the pacing wire are accounted for. Surgeon successful in using other MFR's equipment. Pt relations dept first became aware of incident on 5/16/95. Attempts to gather pertinent info for report were unsuccessfull until 6/9/95.